Manufacturer narrative:
This report is submitted on 15 april 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently underwent revision surgery to excise skin at abutment site. The implanted device remains.